Event description:
The dentist reported that 60 days after the dental implant was installed in intraoral region # 4 it was seen its non osseointegration. Forty five ncm of primary stability was achieved and immediate load was not performed.